Event description:
It was reported that the bd alaris smartsite pump infusion set was occluded. The following information was provided by the initial reporter: the infusion set filled all the way through the final section of the tubing and did not come out. Even when I would physically pinch the tubing hardly anything came out.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the infusion set filled all the way through the final section of the tubing and did not come out. One sample was received for quality investigation. Visual inspection of the infusion set did not indicated any damages or abnormalities. The infusion set was primed with water and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no indicates of fluid blockage, leakage or air-in-line. The volume of fluid dispensed was also measured and was accurate. The customer complaint of flow issues - fluid blockage could not be verified. A root cause for the reported failure was not determined because the failure could not be replicated. Based on information provided by the customer, the probable root cause for the issue is that the infusion was used too long while infusing tpn causing the filter to clog and effecting the fluid flow. A device history record review for model 2432-0007 lot number 25035346 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.